Event description:
The m3046a had a speaker that failed.

Manufacturer narrative:
The hospital biomedical engineer, called the remote technical assistance center to report a failed speaker. Teh failed speaker was replaced. The repaired device remains in use at the customer site.